Manufacturer narrative:
A2 age at time of event: 18 years or older. Investigation summary with all the available information, boston scientific concludes that the visual examination of the device identified leaks in the cylinder components and the functional testing showed that the pump did not perform within specification on the activation test. Based on the results of the functional testing, the reported allegation of inflation issue was confirmed. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The momentary squeeze (ms) pump was visually and microscopically inspected, and underwent leak and functionality testing. The pump did not pass activation testing as the pressure required to activate the pump was outside of specification. Leaks in the kink-resistant tubing of the pump, due to fatigue, were also identified. The cylinders underwent visual and microscopic examination, as well as leak and pressure testing. Both cylinders showed signs of wear at folds in the cylinder bodies, and due to this, had holes that resulted in slight leakage. These findings could affect the functionality of the device and may have caused or contributed to the inflation issues observed clinically. The associated reservoir passed all testing. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient was unable to inflate his inflatable penile prosthesis (ipp) device. He underwent a surgical procedure in which his device was explanted. The patient is in a good condition after the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the physician requested a revision procedure for an inflatable penile prosthesis (ipp) device because the patient is unable to inflate the device. The procedure has not been scheduled yet. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.